Event description:
It was reported that intraoperatively, the locking did not lock, so it was replaced with a new screw.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that intraoperatively, the locking did not lock, so it was replaced with a new screw.

Manufacturer narrative:
The reported event could be confirmed, since the locking thread is damaged. The returned locking screw was inspected under a microscope. The thread below the screw head which is intended to lock the screw in the plate, shows plastic deformation which could explain the loss of the angular locking ability. The damage pattern suggests high force application during locking attempts. A potential non-conformity report was initiated to address this event. The comprehensive root cause analysis of the potential ncr included a surface and microstructure analysis as well as nano-indent hardness measurement of variax1 and variax2 screw samples by the fraunhofer institute on behalf of stryker. Further internal investigation efforts were focusing on the anodization color difference between variax1 and variax2 screws. Significant differences between the screws which could result in the reported complaints have not been revealed in either fraunhofer or stryker investigations. Excessive in-house handling and bench testing with variax2 screws from various manufacturing batches showed that locking is achieved as intended. The desired increase in torque indicating to the customer that the screw is locking in the plate, can be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. No indications of material, manufacturing or design related problems were found during the investigation.